Manufacturer narrative:
One 75mm tacticath quartz contact force ablation catheter was received for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a right atrial isthmus flutter ablation using a tacticath quartz ablation catheter, a cardiac tamponade occurred. While ablating the right atrial isthmus, the patient¿s blood pressure dropped. Fluoroscopy and ice revealed a cardiac tamponade which required a pericardiocentesis. Without success of blood pressure stabilization, cardiac surgery was performed to repair the cardiac perforation at the right atrial isthmus proximal to the inferior vena cava which stabilized the patient. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4).